Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the ok keypad button cover had torn off while the patient was playing a contact sport with the pump in their pocket. It was reported that the ok keypad button responded intermittently after the damage occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn. Evaluation revealed that the ok keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. The ok contact was observed to be inverted. Unrelated to the complaint, the bolus button cover was found to be missing. A battery compartment crack was discovered during evaluation. Investigation revealed a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.